Event description:
Discrepant advia centaur xp tni ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant tni ultra results.

Event description:
Discrepant advia centaur xp tni ultra results were obtained on pt samples. The results were reported to the physician(s). The samples were retested and corrected results were reported. There was no report of pt intervention or adverse health consequences due to the discrepant tni ultra results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant tni ultra results was due to the cracked wash 1 straw. A siemens field service engineer (fse) instructed the operator to replace the cracked wash 1 straw. The instrument is performing within specifications. No further eval of the device is required.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant tni ultra results was due to the cracked wash 1 straw. A siemens field service engineer (fse) instructed the operator to replace the cracked wash 1 straw. The instrument is performing within specifications. No further eval of the device is required.